Event description:
The pt received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that pt programmer won't communicate and error code 2500 was observed. The pt does not have stimulation and the ipg is shallow. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.